Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device check, episodes of oversensing and aborted cap maintenance were noted. Multiple attempts were made to perform cap maintenance. Short change time was noted consequently. The device will continue to function normally during a real episode. Checking next cap maintenance and possibly preform it in clinic was suggested.

Event description:
New information received indicates that cap maintenance was performed and normal charge time was shown. The patient was in stable condition.